Manufacturer narrative:
Log file analysis reveals cfb (ventilation controller) logging, but the suspect device was not ventilating. There were also several technical failures visible and error #3 (initial flow too high), indicating mainboard and nt valve needed replacement. Therefore, root cause has not been determined yet. Field service technician will go on site and do the replacement if necessary. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported display freeze with bellavista 1000e. There is no patient involvement as it happened while on standby (after testing, before start working).

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, mainboard has been replaced by a new one. Vyaire medical was not able to determine the exact root cause. The issue is most likely caused by a hardware issue on the epc. Additional information: vyaire medical file identification:(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.